Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out-of-range (oor)pacing impedances of greater than 2000 ohms, and noise. As a result a surgical intervention was performed where there was found to be a possible loose setscrew. The setscrew was tightened and that appears to have solved the issues. To date, no additional adverse patient effects have been reported.